Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: minimally invasive procedure for diagnosis and treatment of vallecular cysts in children: review of 156 cases. Doi: 10.1007/s00405-020-06163-9.

Event description:
It was reported that on literature review ¿*minimally invasive procedure for diagnosis and treatment of vallecular cysts in children: review of 156 cases.¿, after surgery with a "procise lw coblator ii wand" a patient had a recurrent cyst. The complication was treated with an additional surgery. No further information is available.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states the data provided was presented in the literature article named " minimally invasive procedure for diagnosis and treatment of vallecular cysts in children: review of 156 cases." Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.